Manufacturer narrative:
D3 (manufacturer fax) has been added. The cause of the fluid leak was not determined since no product was returned and insufficient clinical details were provided.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the impella companion sheath was leaking around the valve. The procedure was completed successfully and no patient harm was reported.